Manufacturer narrative:
It was reported that the one of the screws that holds the backrest under the seat will not twist all the way in during the initial assembly. He stated the screw is not stripped and it is the threaded insert within the frame that is stripped. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that the screw will not insert in the threaded insert within the frame, as the insert is stripped.